Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. The device could not be interrogated, as was reported from the field. The device case was removed to facilitate inspection and testing of the internal components. Internal visual inspection identified cracked solder joints on the radio frequency (rf) circuit internal component. The solder joints likely became cracked due to cyclic fatigue. These cracked solder joints resulted in the inability to interrogate the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite extensive troubleshooting. The device reacted to magnet application by beeping. A 60/60 magnet reset was performed, and the reset could be confirmed by the beeping pattern. However, the device could still not be found by programmer. The device was cooled for 15 minutes but still could not be interrogated afterwards. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite extensive troubleshooting. The device reacted to magnet application by beeping. A 60/60 magnet reset was performed, and the reset could be confirmed by the beeping pattern. However, the device could still not be found by programmer. The device was cooled for 15 minutes but still could not be interrogated afterwards. Subsequently, the patient underwent a revision procedure, and this device was explanted, replaced, and returned for analysis. Besides intervention, there were no other adverse patient effects reported. A final report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.